Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3389-28, lot# 0206008629, implanted: (B)(6) 2012, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances on contacts 9, 10 and 11. The patient was programmed on contact 8 using monopolar stimulation. It was noted this was a known electrode defect (known prior to the study inclusion that the patient had high impedances on the contacts). The high impedances did not allow for bipolar recordings on this side, so the patient was only assessed (for sensing) unilaterally. No actions/interventions were planned or have been taken to resolve the issue. No patient symptoms were reported.